Event description:
It was reported that during a parotidectomy procedure, the surgeon used it for 2 hours. He used focus both for dissection, coagulating and cutting. The instrument stopped to work properly. The generator indicated instrument error. Checked the instrument and could see the tissue pad had moved a little bit forward. They took a new instrument and finished the case. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the blade scratched and cracked. The tissue pad was examined, normal wear was visually seen and 100% present. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone of display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed, with no anomalies noted during the mfg process.